Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 300cc mentor smooth round saline breast implant experienced defective valve intra-operatively. The surgeon stated that the connection between the implant and valve tore. The surgeon further reported that the silicone felt very thin. No patient consequence or procedural delays were reported.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 22, 2021. Device evaluation summary: according to the information received, the surgeon reported that when he tried to use the connection between the sal smooth rnd diap 300cc implant and valve tore. Additionally, doctor informed that the silicone felt very thin. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual analysis of the returned sample, sal smooth rnd diap 300cc it was identified a tear on the anterior view, near to the valve system. Microscopic examination was performed, and the cause of the deflation could not be identified. Manufacturer¿s reference number: (B)(4).